Event description:
Pt was revised to address degenerative oa of the knee. Upon exposure found mild collapse of the medial component and the poly had disassociated from the patella.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.